Event description:
It was reported that stent partially deployed and removal difficulties occurred. The target lesion was located in the biliary duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, there was difficulty in deploying the stent after 40-50% deployment. It looked like the stent was stuck with the outer sheath of stent and it was neither deploying freely not it was re-sheathable. Physican managed and recaptured the stent. It was then noted that the device was stuck on the 035 non- boston scientific guidewire. Both devices were removed as one unit. The guidewire was able to be removed from the stent once outside the patient. The procedure was completed with another 10x94 wallstent and was deployed it freely. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : wallstent uni 10 x 94mm x 75cm was received for analysis. The device was returned with the stent fully deployed from the delivery system. It is not known when deployment occurred. The deployed stent was not returned for analysis. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device.

Event description:
It was reported that stent partially deployed and removal difficulties occurred. The target lesion was located in the biliary duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, there was difficulty in deploying the stent after 40-50% deployment. It looked like the stent was stuck with the outer sheath of stent and it was neither deploying freely not it was re-sheathable. Physician managed and recaptured the stent. It was then noted that the device was stuck on the 035 non- boston scientific guidewire. Both devices were removed as one unit. The guidewire was able to be removed from the stent once outside the patient. The procedure was completed with another 10x94 wallstent and was deployed it freely. There were no patient complications reported.